Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high defibrillation impedance. No intervention was performed, and the patient's status was unknown.

Event description:
New information received indicated that programming changes were made to resolve the issue. The patient was stable.